Manufacturer narrative:
Findings: unit received with missing segments due to open lcd zebra connector. Unit also received with minor scratched lcd window, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 158 mg/dl. The customer stated that the battery symbol was empty and there was line on the screen, he was not able to press the act button or nothing. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.